Manufacturer narrative:
(B)(4). Carefusion certified service technician was not able to duplicate the reported issue (unit was not functioning according to pre-settings nor alarming). The suspect device alarmed appropriately and passed all bench testing under same pre-settings as user had at the time of the incident. Furthermore, internal inspection was performed on the ventilator and no anomalies were revealed. All event trace entries are consistent with normal ventilator operation. No failure could be detected.

Event description:
The customer reported complaint on lap top ventilator not functioning according to presetting of rate and it was not alarming. Reported issue was found while the ventilator was being used on a patient. There was no harm to any patient or clinician associated to the reported issue.